Event description:
Nurse stated patient was getting off bus. Ventilator screen black and vent stopped cycling. Not ventilating patient. Stated was definitely connected to external battery. Did not attempt to turn back on. Went into school and plugged onto wall outlet. When turned on, did not show any alarm situation in patient display. Unable to say for sure if definitely no audible alarms. Stated when vent blacked out, vent inop led was not lit. After being plugged into ac power, vent working okay. No audible alarm per nurse. Unit was on external battery for 20 mins prior to event. No patient harm.